Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. Per review of wo notes, discussed that as there was no service records for this device, and this was a low flow rate, they would suspect an issue with the circulation pump. Also referred back to 2000-hour service recommendations. Stated they would order and replace the circulation pump. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Corrections: d, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration for error 1 actual value 2568. Per review of wo notes, discussed that as there was no service records for this device, and this was a low flow rate, they would suspect an issue with the circulation pump. Also referred back to 2000-hour service recommendations. Stated they would order and replace the circulation pump. Per additional information updated from ttm, biomed getting calibration error 1.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration for error 1 actual value 2568. Per review of wo notes, discussed that as there was no service records for this device, and this was a low flow rate, they would suspect an issue with the circulation pump. Also referred back to 2000-hour service recommendations. Stated they would order and replace the circulation pump. Per additional information updated from ttm, biomed getting calibration error 1.